Event description:
It was reported that during an unspecified procedure to place a stent, the patient¿s stomach was perforated. The stent was placed in the duodenum. The user stated that the perforation of the patient's stomach was caused by too much insufflation. The user stated that it was a clinical issue with the patient, not related to the light source or stent used during the procedure. The representative reported that the patient's stomach was repaired and the patient is doing fine. The subject device was not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.